Event description:
Account alleged that the head section is drifting.

Manufacturer narrative:
Account cleaned and reassembled the drive and now states the drive is making a clicking noise. Technician informed account to check the brake spring or CPR latch assembly. Repair unknown, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.